Manufacturer narrative:
Continuation of d10: product ID: cd9000, serial# (B)(6), product type: multiple therapy; product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a problem with the recharge system. The recharger had a operation problem (cycling lights). They attempted a reset but no success. The ins was overdischarged. The patient had a symptom return. The equipment was malfunctioned during use by patient. The recharger will be returned and replaced. There was less than 50% therapy relief. Additional information was received. The manufacturer representative (rep) reported a reset was done on this recharge system. Appt with the patient and doctor on (B)(6) 2024. This issue was not resolved. The recharge system did not return yet. The recharge system will be returned soon. The patient has possession of the device.